Event description:
It was reported, glue-coated support guide wire. It was reported this occurred with three devices. This report addresses all three devices. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of contamination is confirmed; however, the exact cause is unknown. One photograph of a stylet was returned for evaluation. An initial visual observation of the photograph showed white flecks of a substance on the stylet in multiple locations. No use residues were observed on the sample in the returned photograph. No damage could be seen on the sample in the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, glue-coated support guide wire. It was reported this occurred with three devices. This report addresses all three devices. No other information was provided.